Manufacturer narrative:
(B)(4) the device has not been returned for investigation at this time. The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the capio slim was used successfully for a sacrospinous fixation. After the procedure the scrub nurse was conducting her count and realized the bullet off the end of one of the sutures was missing. They were then concerned that this may have been left in the patient. The patient was then x-rayed but nothing was found. They then inspected the suture loading section of the capio slim device and they found the suture dart.